Event description:
It was reported that the balloon ruptured at a quarter of the recommended pressure during manual manipulation of the berman. Additional info received on (B)(6) 2011 from the hosp radiology tech in the cath lab stated the balloon ruptured while inserted in the pt. The catheter was removed intact with no harm to the pt. Another catheter was used successfully. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.